Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised. An I&d and poly swap were performed due to possible infection. Rep reported that a #3 9mm insert was revised to another #3 9mm insert.